Manufacturer narrative:
The customer did not return any materials for investigation. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.

Event description:
The customer complained of questionable inr result for 3 patients from a coaguchek xs pro serial number (B)(4) compared to the results from the dade innovin laboratory method. Patient 1 result from the meter was 6.8 inr. Patient 1 result from the laboratory method dade innovin was 4.9 inr. Patient 2 result from the meter was 7.4 inr. Patient 2 result from the laboratory method dade innovin was 5.1 inr. Patient 3 result from the meter was 5.2 inr. Patient 3 result from the laboratory method dade innovin was 3.4 inr. The customer did not provide the time of testing, but they did state the laboratory results were within a few minutes of the meter results. The customer did not know if the meter results or the laboratory results were correct. The meter results were reported to the patients' doctor. The customer stated the normal therapeutic range is 2.0 - 3.0 inr. The patients have no hematocrit issues. The customer was not sure if any of the patients only take coumadin for their inr or if they have antiphospholipid antibodies. The customer runs liquid controls and the results have been acceptable. Relevant retention test strips (lot 294947) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.